Event description:
New information noted that the right ventricular lead was explanted and replaced. Patient condition was not reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's right ventricular lead had noise. No additional information was reported.